Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two everflex entrust stents were used to treat the popliteal 1 segment. A third everflex entrust stent was later used to treat the popliteal 1 segment. Approximately 12 months post index procedure patient suffered occlusion of the right femoral popliteal bypass (including the stent in the bypass). During walking the patient had pain in the right leg and right foot was less warm. Patient went to the hospital. An occlusion of the right femoral-popliteal bypass (including the stent in the bypass) was seen on a cta scan. Thrombolysis was started. Thrombolysis was successful and a pta of the stenosis in the stent was done. Angiography showed a good result of the pta. Patient is on the waiting list for a venous jump graft from the distal femoral superficial artery to the peroneal artery. Patient recovered.